Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported sensing anomaly could not be reproduced in the laboratory. The device was tested using automated test equipment and was found to be normal. No device anomaly was found. The cause of the field observation of a sensing anomaly could not be determined.

Event description:
It was reported that during implant, oversensing was observed with a competitor lead. When the lead was tested with a system analyzer sensing measurements were normal. The device was replaced and sensing measurements were normal with the new device.